Manufacturer narrative:
Continued e1: phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "devices are completely destroyed". This record is for the right side. Device was explanted. Device discarded.